Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022 - (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. Case: (B)(4) ¿ c would like to have the report in pdf. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the schedule report is not automatically printing and could not access medication from the station and removed medication from another station. A technical support specialist started the service post reboots. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that an es vm production server w/sql lic system schedule report was not automatically printing and could not access medication from the station and removed medication from another station. There were no adverse events or injuries reported based on this incident.